Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, on the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inner lumen. Analysis of the tip, balloon, inner/outer shaft, port weld/exit notch, hypotube, and hub included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 5mm from the distal markerband. Inspection of the rest of the device found no other damage or defect. Review of the product specification indicates the rated burst pressure of the complaint device is 20 atmosphere. The reported information indicates the device was inflated to 14 atmosphere; therefore, there is no indication the device was inflated over rated burst pressure. The reported balloon burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, on the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient's status was stable.